Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on an exploratory laparotomy, the thread broke on two patients. The surgical time was extended by thirty minutes or more. The incision was extended. The surgeon finished the procedure and ten days later they had to perform another surgery because of the broken strand. There was eventration and a bigger scar and time recovering.